Event description:
It was reported that the wire broke. A 190 cm filterwire ez was selected for angioplasty. A non bsc guiding catheter with side holes was also used. During procedure, it was noted that the wire broke. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The protection wire and the delivery sheath were returned inside a header bag, then inside a filterwire box. All were packed inside a double plastic bag. The retrieval sheath was not returned. Visual and microscopic examination of the returned device noted that the distal tip of the protection wire was found to be normal and overall in good condition. It was not wavy or stretched. The filter bag was found retracted into the delivery sheath with 4 mm of the nosecone exposed. No trace of blood was found on the device. The protection wire was found exposed out (popped out) of the natural slit in the delivery sheath from 7 cm to 36 cm, when measured from the distal end of the delivery sheath. No broken or detached wire was found. The protection wire was able to feed back into the delivery sheath. Sheathing and unsheathing test was performed successfully. The filter bag was successfully retracted and then deployed; the filter bag was observed to be in good condition and met specification. The peel away test was also performed successfully, no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the wire broke. A 190 cm filterwire ez¿ was selected for angioplasty. A non bsc guiding catheter with side holes was also used. During procedure, it was noted that the wire broke. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine after the procedure.

Manufacturer narrative:
(B)(4).